Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the motor drive unit would not spin the blade. Also, the fan was making noise and the unit was missing a rubber foot. No adverse patient consequences occurred.

Manufacturer narrative:
Insufficient drive of disposable. Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.